Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the catheter was fractured near the hub. If the cat7 is manipulated at an angle during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed ovalization on the catheter shaft. This damage was incidental to the reported complaint and the root cause could not be determined. Due to the fracture, the cat7 was unable to be functionally tested. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left superficial femoral artery (sfa) and popliteal artery using an indigo system catheter 7 (cat7), a non-penumbra sheath and a guidewire. During the procedure, the physician completed two passes in the target vessel without removing the cat7 from the patient''s body. While attempting to make the third pass, the physician heard air leaking and upon inspection, a hole was noticed at the hub and the catheter transition point. Therefore, the physician inserted the guidewire to remove the cat7. Upon removal, the cat7 fractured at the hub; therefore, the remainder portion of the cat7 was pulled out of the patient''s body over the guidewire. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.